Event description:
A mic-key button (size 14 french, 2.5 cm) that was inserted last month came out at home. It was felt to be a defective balloon. It was replaced with 12 fr foley until the pt could come to the clinic. A new device was easily placed by the attending surgeon in the clinic. Since it was still within one month of insertion, a dye study was done and a small trace leaking was noted around the gastrostomy site. A decision was made to admit the pt overnight for observation and antibiotics.